Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device inspection. The gastrovideoscope exhibited a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the reported malfunction, but a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.